Manufacturer narrative:
B2: other - revision surgery is required to explant the fractured portion of screw. D4: it was unknown which of the reported screw with product ID 75446545 or product ID 75446540 or product ID 75447540 was broken. Hence, reporting all the suspected screws. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative regarding an event happened during post-op of the reported products. It was reported that, the screw was broken. Revision surgery is required to explant the fractured portion of screw. Procedure/technique performed was lumbar interbody fusion during initial surgery. Patient stated that she had pain and is claiming that it was associated with the broken implant. No further complications reported regarding the event.